Event description:
It was reported that the patient was experiencing discomfort with stimulation and the patient underwent a full revision for the pain. The patient was complaining of electric shocks to the brain and behind the eyeballs and thus the doctor went ahead with the full revision. The physician did not provide an assessment of the reported pain. It was stated, though not explicitly stated by the physician, that the revision was noted to be for the patient's complaints and their intractable seizures and therefore for both patient comfort and to preclude a serious injury and thus reported. Diagnostics were reported to be within normal limits. The patient's replacement surgery facility is known to discard products after surgery and is a no return site and therefore product has not been received. No additional relevant information has been received to date.